Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Suffered from hyperglycemia as her bgl reached 1000 mg/dl [hyperglycaemia]. Pen doesn't inject the insulin [device failure]. Piston rod movement issue (after pressing the dose button without needle, the counter stopped on 4 u) [device malfunction]. Case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "suffered from hyperglycemia as her bgl reached 1000 mg/dl(hyperglycemia)" with an unspecified onset date, "pen doesn't inject the insulin (device failure)" with an unspecified onset date, "piston rod movement issue (after pressing the dose button without needle, the counter stopped on 4 u) (device component malfunction)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", patient height, weight, and body mass index were not reported. Current condition: diabetes mellitus (type and duration not reported). On an unknown date, patient had hyperglycemia and her bgl (blood glucose) reached 1000 mg/dl. Patient had a problem with her np4 as the pen doesn't inject the insulin due to piston rod movement issue. Pen training was offered and during it piston rod moved normally when adjust the dose counter to 60u then she was asked to try new penfill and adjust the dose counter to 60u and press on it to make sure that the piston rod touch the penfill till the dose counter stopped at 56 u then rotate it in opposite direction to reach to zero. Patient made sure that the piston rod touches the penfill back by adjusting the dose counter on 60 u and after pressing the dose button without needle, the counter stopped on 4 u then she was asked to return the dose counter back to zero then after adding a new needle, and after pressing the dose button, the pen injected insulin normally with 4 u batch numbers: novopen 4: requested. The outcome for the event "suffered from hyperglycemia as her bgl reached 1000 mg/dl(hyperglycemia)" was recovered. The outcome for the event "pen doesn't inject the insulin (device failure)" was not reported. The outcome for the event "piston rod movement issue (after pressing the dose button without needle, the counter stopped on 4 u) (device component malfunction)" was not reported. Preliminary manufacturer's comment 13-sep-2024: the suspected device was not returned to novonordisk for investigation. No conclusion is reached.

Event description:
Case description: investigation results: name: novopen 4, batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations since last submission the case has been updated with the following: -malfunction filed updated to no -investigation results added -EU/ca tab updated: final report check box ticked, expected date of follow up removed -device addendum tab: annex b c d g codes added -narrative updated accordingly. H3 continued: evaluation summary name: novopen 4, batch number: unknown no investigation was possible, because neither sample nor batch number was available.